Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that before an abdominal aortic aneurysm (aaa) procedure, the perclose proglide sutures were deployed in the left common femoral artery (cfa) and the prostar xl sutures were deployed in the right cfa using an 8f sheath. A 12f sheath was then placed in the right cfa and a 9f sheath was used on the left. After the aaa procedure, the prostar xl sutures were pulled down to the right cfa; however, hemostasis was not achieved. The sutures were pulled down some more and somewhat better hemostasis was obtained and the guide wire was removed. Due to continued bleeding, the knotpusher was used, but it did not feel like it slipped completely down on the cfa; it felt as if the device was catching on fat or above the femoral sheath. Manual arterial pressure was then applied for 40 minutes and hemostasis was achieved in the right cfa. The proglide sutures achieved hemostasis in the left cfa. After the patient coughed and valsalva'ed, he started bleeding on the right side. A sharp dissection was made in the right groin and was carried down to the left of the femoral level. The prostar xl knot was noted in good position on the vessel; however, the sutures had also captured the femoral sheath and were pulling the sheath down onto the vessel. A little oozing was noted. Several 5-0 prolene sutures were used to obtain hemostasis by tacking the femoral sheath down to the artery. Good hemostasis was then obtained and there was a good doppler signal in the artery. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in determining a more definitive cause for the reported difficulty achieving hemostasis and difficulty advancing the knot. Not achieving hemostasis after knot advancement can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, knot pushers undergo verification to check that sutures slide easily and moving parts travel fully. As part of the manufacturing process, all prostar devices are nearly fully deployed during suture and needle verifications. A sample of finished devices is taken from each lot and verified for ability to completely functionally deploy. Difficulty in advancing the knot can be caused by an air knot due to premature tightening of non-rail against rail sutures or by not keeping sutures wet during advancement. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported difficulty in advancing the knot could not be determined. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot, indicating all lot release testing met specification. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.